Event description:
As device serial number was not provided, device history record could not be reviewed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. Reported device was not sent for investigation. Several attempts to obtain further information were made. Fk infusion technology team indicated that this complaint was not likely related to a pump issue but might be due to the tubing set (a separate complaint was registered for this). Customer's biomedical engineer mentioned that there was no record of the pump being involved in this event hence the device serial number being unknown. With lack of evidences the reported event cannot be confirmed and its root cause remains unknown. Note : upstream occlusion alarm can be triggered by several causes (ex : empty bag , closed clamp, kinked tubing) and therefore is not necessarily related to a device dysfunction, as it could also be an alert of a need to attend the pump. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Pt was receiving cisplatin and with about 7 mls of drug left in the line, the pump alarmed (upstream occlusion). Rn noted that chemo bag was stuck together. Rn unable to get the pump to administer the remaining drug. Rn had to back fill the medication line with normal saline via gravity to try and deliver the remaining chemo. Rn had to do this 3 times before pump would allow pt to get remaining chemo. This took an additional 15 minutes to the pt's chair time more information is needed to complete the investigation.